Event description:
It was reported that customer experienced cgm error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not experience recurrence of cgm error after reset, and successfully started new sensor session; no further actions were reported.